Event description:
An intact introducer was inserted into the right femoral artery. Cardiac catheter was initiated. Pt developed hematoma immediately after insertion. Femoral pressure applied and cardiac cath performed. Hematoma continually increasing in size. Surgery consulted. Surgeon made incision and noticed 2 "cracks" or "slits" in the sheath/introducer. Sheath removed and femoral pressure applied. Hemostasis achieved. Surgeon closed incision, pt returned to room. Packaging for sheath retrieved - expiration date 2/95.